Manufacturer narrative:
H6: the initial reporter did not provide the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. The initial reporter advised that after cleaning the device, changing its filters, and conducting a pre-use test, that proper device operation was observed. The device was then placed back into their inventory for use. The vocsn clinical and technical manual advises the following "[p. 169]": "the external bacterial filter is intended for single-patient use. Replace the external bacterial filter between patient uses, whenever it becomes soiled or damaged, or every 30 days (at a minimum). Follow your healthcare institution¿s protocol for replacement criteria.". "[P. 170]": "replace the vocsn internal bacterial filter whenever it may have become contaminated or the external bacterial filter is compromised.". "Note: it may be necessary to replace the internal bacterial filter more often in some environments, such as those with cigarette smoke. Vocsn may fail its pre-use test if the internal bacterial filter becomes heavily contaminated.". To the best of ventec's knowledge, the device involved in this event has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low during use, which caused the patient on the device to take several short, rapid breaths, as if they were panting, for several hours until a replacement ventilator could be obtained. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient was eventually placed on a different ventilator for support.